Event description:
It was reported to philips the device was unable to obtain a 12 lead on a post cardiac arrest patient. The device was in use on a patient and there was no adverse event to patient or user.